Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reverting to manual injections and stopped the use of the pump.